Event description:
The customer initially reported that their device was showing a charge-pak icon. After an evaluation of the device by physio-control, electrical leakage was observed internally which would likely deplete the internal hlc batteries, causing the device not to power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The customer received a replacement device.